Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When the physician attempted to spray, the device barely sprayed. He removed the handle and put more air in and tried again, still not spraying very much. He used the second catheter with no success as the device again barely sprayed. A section of the device did not remain inside the patient¿s body. The patient required another form of hemostasis, but no details were provide. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. Information regarding PMA/510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. When the physician attempted to spray, the device barely sprayed. He removed the handle and put more air in and tried again, still not spraying very much. He used the second catheter with no success as the device again barely sprayed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.